Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the arm and that an alternative testing site (toes) was used to take bg readings. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that an alternative testing site was used (wrist) to calibrate the dexcom cgm system. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: using a blood sample from non-fingertip (alternate) sites such as the palm, forearm or upper arm for meter readings. Do not use alternative site testing to calibrate the dexcom g5 mobile cgm system, only use fingerstick measurement. Alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect g5 sensor performance, resulting in you missing a severe low or high glucose event. It was also reported the sensor was inserted in the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. However, a root cause for the reported inaccuracy cannot be determined.